Event description:
A site representative, biomed, reported that, while in an ear, nose & throat (ent) procedure, the clinical team alleged the computed tomography (CT) image did not match-up with what was anticipated. No specific measurement, or further details of the surgery, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up at the site, reported the surgeon clarified that the only instrument they used that was inaccurate was the frazier suction. The suction was accurate at the beginning of the surgery but was not later on, when deeper in the anatomy. RMA issued. Replacement straight suction shipped to site. A medtronic representative performed a navigation system check-out; hardware and software testing passed, instruments testing failed. Summary of failure: straight suction would not verify due to error of 2.5. There were marks on the tip possibly indicating that it had been dropped. Replacing the straight suction resolved the reported issue. Suspect part not returned to manufacturer for analysis. Part not returned to manufacturer.

Manufacturer narrative:
Evaluation of suspect suction by manufacturer found: the ent application intermittently shows red status and says "failed verification". The tool failed verification with an error of 2.1mm. Physical damage caused the event as the probe is bent.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.